Event description:
A biomedical technician (biomed) at a user facility reported that the cycler power cord connection looks like it was pressed too hard and smashed it into the cycler. The cycler is now arching when plugged in. The cause of the damage is unknown. Biomed was advised to discontinue the use of their cycler and follow up with the peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the user facility. Upon follow up, biomed confirmed that the power plug receptacle on the cycler was arcing and had some burn marks. Biomed stated that there was no burning smell, melting, spark, or flame. There was smoke observed during the arcing but no smoke detectors were set off. Biomed confirmed that there was no damage to the outlet itself. Biomed stated that the damage was noticed during setup for patient treatment. Biomed could not confirm if the user facility was received the replacement cycler, however the old cycler is available to be returned. Biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the power entry module and a loose grommet. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a voltage verification check after replacing the power entry module. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A biomedical technician (biomed) at a user facility reported that the cycler power cord connection looks like it was pressed too hard and smashed it into the cycler. The cycler is now arching when plugged in. The cause of the damage is unknown. Biomed was advised to discontinue the use of their cycler and follow up with the peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the user facility. Upon follow up, biomed confirmed that the power plug receptacle on the cycler was arcing and had some burn marks. Biomed stated that there was no burning smell, melting, spark, or flame. There was smoke observed during the arcing but no smoke detectors were set off. Biomed confirmed that there was no damage to the outlet itself. Biomed stated that the damage was noticed during setup for patient treatment. Biomed could not confirm if the user facility was received the replacement cycler, however the old cycler is available to be returned. Biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction.